Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on a non-boston scientific right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was a stored atrial tachy response (atr) episode in which noise was observed from unipolar sensing. Technical services discussed possible causes and provided programming options. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.